Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted during an endovascular procedure for the treatment of a 58mm abdominal aortic ane urysm.  It was reported during the index procedure a type ia endoleak had occurred. The physician began to prep an endurant aortic cuff for intervention however while flushing the device an unusual sensation was noted and the back-end wheel was reportedly damaged. The physician decided to stop using the device when the suprarenal stent had fallen into the outer sheath. The physician then completed the procedure using the chimney technique and a non-mdt device and it was noted that the endoleak had disappeared.  As per the physician the cause of the type ia endoleak was due to the patients vessel morphology as a result of short neck and severe tortuosity. The cause of the back-end wheel damage was due to a device error. No additional clinical sequalae was provided and the patient is fine.